Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation of l4-s1 and posterior lumbar interbody fusion of l5-s1; due to degenerative spondylolisthesis and intervertebral disc herniation. On an unknown date, post-op, the screw at left of s1 loosened. Due to this, the patient experienced lower limb pain and had pseudoarthrosis. On (B)(6) 2019, the patient underwent a revision surgery; in which screws on the left of l4-l5-s1 and the right of s1 were replaced and bone graft was performed again. Patient's issue has now been reported as resolved.